Event description:
The device was used during a colectomy procedure. Reportedly, the staple line was incomplete and there was bowel leakage. The surgeon irrigated the cavity and applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.